Event description:
It was reported that the patient was seen with a high lead impedance. X-rays were performed and there was no evidence of lead fracture. Interrogation session report was provided. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.